Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was due to a communication error between the drive train motor and the processor board. Visual inspection of the returned platform was performed, and no physical damage was observed. During archive data review, system error 132 (internal watchdog timeout) was observed; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on; thus, confirming the customer complaint. The platform was connected to the autopulse vision software, and the error message was cleared. As a precautionary measure, the processor board was replaced to address the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed all the functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
Prior to patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. The crew was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to patient.